Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level a few weeks ago after exercising and not eating. Customer was unable to remember the exact bg value. Customer consumed sugar pills and protein to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.